Event description:
The patient contacted animas on (B)(6) 2014, reporting that they had a blood glucose (bg) of 480mh/dl with abdominal pain, frequent urination, moderate thirst, moderate fatigue and trace ketones. The patient was taken to an urgent care clinic. The patient was treated with insulin via the pump and IV fluids. The patient stated that they had a history settings (auto off) issue with the pump. This report is being made due to the bg excursion the patient experienced due to the auto off feature being on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the auto off feature being on).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump returned with the auto-off feature enable: on; 10hrs. The alarm history shows several ¿auto off timeout->pump suspended¿ alarms. A replace cartridge alarm was rerecorded. The alarm was confirmed multiple times and deliveries were not resumed until pump was primed. Due to the alarm deliveries were interrupted for 1hr 18mins. The pump was exercised for a 24 hour duration with auto off set to off; no alarms occurred during testing. Pump successfully completed delivery accuracy test and was found to be delivering accurately. The pump was next set with the auto off feature on duration. After 1 hour with no button presses the pump gave the correct alarm and it was recorded in the pump history. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.